Event description:
The customer reported the fluoroscopic image was unable to be viewed. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and determined to require replacement via an upgrade. The customer had not made any further repair determination. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.